Event description:
The customer reported that they got a "no shock delivered" message, during a resuscitation attempt.

Manufacturer narrative:
H3. And h6: philips is in the process of obtaining more info concerning this event and this complaint is still under investigation.